Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "while using this intellicuff device on a patient, the screen flashed and an tf10 alarm occurred". This occurrence was noticed during patient ventilation. There is need for medical intervention reported. The intellicuff device got immediately exchanged. No harm to the patient, user or third party has been reported.